Manufacturer narrative:
Investigation determined that the root cause of the incident is related to high fatigue and stress placed on the weld of the top plate of the seat post. Permobil's weld method on the affected revision of this component was more susceptible to failure due to stress and fatigue over time. Permobil conducted a design change in 2011 that was not implemented until after this unit was distributed which includes a stronger weld to the component to be able to withstand additional stress and fatigue. It was decided by the end-users payor source that due to the overall age of this unit, it would be better to replace the entire chair as opposed to repair. The DHR was reviewed and unit was built according to specification.

Event description:
Received report that end-user was traversing from their kitchen area to the bedroom in their home. As the end-user turned to go down the hallway, it was reported the seating became detached from the base allowing the end-user to fall. End-user reported to have hit his head on the floor, but was not seriously injured and did not seek medical intervention.